Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. The test p-cap locks properly in the reservoir compartment noted. Pump received with cracked retainer, scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2019 for 5 days. Blood glucose level at the time of the incident was 400 mg/dl. Customer stated that she has just visited her endocrinologist and her a1c was at 9.5 and her blood glucose went from 200 mg/dl to 400 mg/dl. Customer added that she hasn't eaten anything yet. Customer added that there were cracks on the lip ring. Customer added that she was very concerned since she was also hospitalized back in december due to high blood glucose. Customer felt weak, confused and was throwing up at that time so she was taken to the hospital. Back then and after customer was discharged, she did not thought it was a insulin pump issue then since it might be due to her medications as well. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did correction bolus through the insulin pump. Customer declined to troubleshoot. Customer was treated with manual shots. Customer does not alleged insulin pump was under delivering. Customer stated reservoir was able to lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.